Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images and medical records were provided and reviewed. Based on the images provided, due to poor image quality the identity of the filter could not be determined. The filter was deployed at the level of l2 to l4 of the lumbar spine. Based on the medical records review, approximately seven months later post filter deployment, an inferior vena cavogram was performed which showed inferior vena cava filter at superior l3 to mid l4 level. Caudal migration was noted without significant tilt. Near total occlusion inferior vena cava below filter tip. The filter arms mildly compressed by narrowed inferior vena cava. After one month, patient was planned for filter retrieval procedure. Through the right internal jugular vein approach, a sheath was placed, and its tip was advanced to the superior vena cava. An angiovac device was advanced through the jugular cannula and positioned with its tip at the level of the upper aspect of the filter. The angiovac device was manipulated around the superior aspect of the filter, to collect any clot that may be residing above the level of the filter. Multiple attempts at crossing between the tines of the filter were unsuccessful. Therefore, removal of the filter was initiated. A amplatz wire was advanced with its tip adjacent to the filter. Then a bard retrieval catheter-sheath combination was advanced over the amplatz wire. The retrieval kit advanced until the level of the diaphragm and would not advance any further. Examination of the amplatz wire reveals unbraiding of the wire wrap which make up the outer margins of the guidewire. Multiple attempts at capturing the wire were unsuccessful. The distal end of the wire traversed and suprarenal inferior vena cava and entered a small branch arising from the left l2 lumbar vein. Gentle retraction on the wire did not dislodge the distal end. Therefore, the decision was made to remove the filter to allow better access to the wire. Through the right internal jugular vein access, a sheath was advanced to the upper portion of the inferior vena cava. A filter retrieval kit was advanced and positioned with its tip adjacent to the upper portion of the filter. The retraction of the filter was engaged with the standard snare device. The filter was captured with the standard retrieval sheath and carefully removed. Follow-up evaluation of the malfunctioning amplatz wire reveals no change in the disruption of the distal end. An ensnare device was advanced and positioned adjacent to the distal wire. The distal portion of the wire was snared and retracted. The disrupted wire wrap was removed on the first pass and additional 3-4 cm was removed on the second pass. The wire remained in a small lumbar vein branch and did not mobilize during the snare procedure. Further attempts at snaring the distal were not performed due to risk of rupturing the small venous branch containing the wire. Therefore, the investigation is confirmed for the alleged filter migration, material deformation and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter was successfully retrieved after an attempted but unsuccessful removal procedure. No patient injury was reported.

Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately eight months post filter deployment, a guidewire detached during a filter retrieval procedure. The filter was able to be successfully removed from the patient without issue. Therefore, based on the provided medical records, the investigation is unconfirmed for the alleged retrieval difficulties as the filter was removed without issue. The deficiency identified is with another manufacturer's guidewire. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The retrieval of the denali filter using an intravascular snare is illustrated in the IFU.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter was successfully retrieved after an attempted but unsuccessful removal procedure. No patient injury was reported.

Manufacturer narrative:
Medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with a history of a craniotomy was transferred and admitted to the hospital¿s rehabilitation unit for medical management. During hospitalization, the patient had a filter deployed in the infrarenal inferior vena cava . Approximately eight months post filter deployment, the patient was scheduled for a filter retrieval procedure. The right and left internal jugular veins were accessed. The right femoral vein was accessed, and there was obstruction found in the vein. Right and left groin venograms were performed which demonstrated complete occlusion of the upper portion of the right and left common femoral vein. A mechanical thrombectomy device was advanced and positioned with the tip at the level of the upper aspect of the indwelling filter. Multiple attempts were made at crossing between the filter limbs, but were unsuccessful; therefore, filter removal was initiated. A wire was advanced with the tip adjacent to the filter and a retrieval catheter-sheath combination was easily advanced until the level of the diaphragm. Examination revealed unbraiding of the wire wrap at the distal 10 cm part of the wire. Multiple attempts were made at capturing the wire but were unsuccessful. The filter was captured and carefully removed. A snare device was advanced and approximately 14 cm of wire wrap was removed. The most distal 2.5 cm of wire remained in a small lumbar vein branch and did not mobilize during the snare procedure. Attention was then directed to the occluded distal inferior vena cava. Balloon angioplasty was performed and follow up angiogram demonstrated partial recanalization of the right iliofemoral system. The patient tolerated the procedure without immediate complications. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Some time post filter deployment (date not provided), the filter was successfully retrieved after an attempted but unsuccessful removal procedure. No patient injury was reported.